Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of device migration is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "malposition." The device was removed and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in shell. A leak test was performed which not identify openings on the device. Microscopic analysis was performed which not identified additional observations. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Intact and functional.

Event description:
Healthcare professional reported left side "malposition." The device was removed and replaced.